Event description:
It was reported by the patient¿s mother that about a year ago, the patient's device ¿reset itself¿. The device was reprogrammed. Follow up with the patient¿s physician¿s office indicated that the device did have an electrical reset about a year ago that was cleared. At the time of the reset the patient had symptoms of a slow heart rate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.